Event description:
Customer reported that the device has intermittent problem with energy delivery. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that when the device therapy connector is wiggled, after the defibrillator is charged, the device will dump the charge and not transfer the stored energy. Physio replaced the internal therapy connector cable and then observed proper device operation through functional and performance testing. Root cause was determined to be the therapy connector, designator w11. Further eval could not determine a more detailed root cause.